Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse in the USA of did not clean the exchange area before starting pd (peritoneal dialysis)/re-used the flexi-cap twice and bacterial peritonitis with culture positive for staphylococcus in a patient coincident with dianeal pd4 ambuflex therapy. Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis due to the patient did not clean the exchange area before starting pd (onset date not reported). Treatment was not reported. The patient was not hospitalized for peritonitis. The patient was recovering from the event of peritonitis. The nurse declined to provide further information. Further information was received from a consumer and nurse on (B)(6) 2012. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent, which did not require hospitalization. The nurse stated that the cause of peritonitis was reusing the flexi-cap twice. The patient was treated with vancomycin, gentamycin, and cefazolin. The patient was retrained on proper aseptic technique. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A batch review will not be performed as the lot number was not provided. This report of a use error-reuse of single use product and peritonitis was confirmed. This complaint was confirmed because reusing a single use disposable product (flexicap) is a use error that can cause contamination. The assignable cause was undetermined. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the suspected use error.